Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (to remove essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and headache had resolved. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital haemorrhage and headache. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.